Manufacturer narrative:
No product has been returned for investigation as no product malfunction was alleged. Even though no product malfunction was identified nor product used, procedure performed was an xlif. No further information is available. Literature review: potential adverse events and complications "as with any major surgical procedures, there are risks involved in spinal/ orthopedic surgery."

Event description:
During literature review it was identified that between the dates of (B)(6) 2014 and (B)(6) 2015, a patient underwent a 2-staged procedure. Post-operatively, patient experienced an early infection in the posterior wound that required surgical debridement. No information available on devices and instrumentation used during procedures.